Event description:
It was reported that stent positioning difficulties were encountered. A 9.0x60x75cm express ld stent was advanced for treatment. However, the stent moved during deployment. The stent was well opposed to the vessel wall and a new stent was deployed due to the stent moving and the procedure was completed. No patient complications were reported and patient's status was stable.